Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/19/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the bottom enclosure to be damaged. The returned platform underwent and passed initial functional testing. The system was turned on/off with no problems and ran for 15 minutes using a large resuscitation test fixture (lrtf) with no anomalies or errors exhibited. During initial functional testing, the customer's reported complaint that the platform's display was scrambled was observed. However, this is a normal functionality of the platform when it is powered up. The display's contrast, pixels and back-light are functioning as intended. A review of the platform's archive was performed no anomalies were found on the reported event date of (B)(6) 2014. No parts need to be replaced to remedy the reported complaint. In summary, the customer's reported complaint was confirmed during initial functional testing. However, this is a normal functionality of the platform when it is powered up. The display's contrast pixels, and back-light are functioning as intended.

Event description:
It was reported that the autopulse platform's display was scrambled upon power on. The scrambling corrected itself after about 1 second. No adverse patient sequelae was reported. No further information was provided.